Event description:
Additional information was received and it was reported that the patient never had therapeutic effect. Changing the catheter position didn¿t work. For subsequent events, see manufacturer¿s report #3004209178-2013-21819.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2009 the catheter was in the 'wrong' place. The patient moved to california and they corrected it. It was noted that the catheter was put in at t10.

Event description:
It was later reported that the pump was placed in (B)(6). No further information was provided regarding the catheter issue. The device system was used to deliver hydromorphone.